Manufacturer narrative:
(B)(4) was used to report the alkalosis cardiac event. This is one of two device reports related to this event. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's atty alleged that the patient experienced injuries including alkalosis, cardiac arrhythmias, sudden cardiac arrest, and/or sudden cardiac death, which is alleged to have been caused by product administered to the patient during dialysis treatment.